Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient stopped charging the ipg due to the ipg had migrated. The ipg became inoperable as a result. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.